Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer stated that her belt clip broke recently so she had the pump pressed against her hip. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and missing the end cap sticker.